Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to no longer be functioning properly. A transformer on the main printed circuit board (pcb) wore out or was damaged. The generator was approximately 20 years old which is a significant factor involved with the event. The unit is no longer being distributed or being serviced by (B)(4). Therefore, a repair was not possible. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The settings were bipolar mode, 45 watts. The esu was being used to reduce a tumor mass on the cervical spine. After 90 minutes into the operation, the generator stopped working. During the delay in the procedure, the patient had a higher blood loss. No further patient information was provided. The generator is a model that was distributed in the united states. The unit was distributed by our parent company, (B)(4), to a hospital in (B)(6).